Event description:
Patient was reportedly being pushed in his wheelchair and turned abruptly and the wheel broke catastrophically. Healthcare provider did not witness the event, but received report one day later. Note: wheel was a mag wheel, with pneumatic tires and solid inserts.